Manufacturer narrative:
The device was returned, and an engineering evaluation was completed with the following findings. Visual inspection revealed one strut bent outward approximately 90 degrees at inflow while the valve remained crimped on proximal end of inflation balloon. There were observed gouges on flex tip. The valve was expanded and the bent strut was located at inflow and between c2 and c3. All the struts exposed through the skirt since the valve was crimped and used. The leaflets appeared wrinkled due to the storage condition (prolonged crimping) during the return handling process. No functional or dimensional testing was able to be performed due to device return condition. A device history and lot history review of remaining work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event a lot history review did not reveal any other complaints related to ¿frame ¿ damaged-during use.¿ a review of complaint history from (B)(6)2019 through (B)(6)2020 revealed additional returned complaints for the sapien 3 ultra valve for all the complaint codes associated with this complaint. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The sapien 3 ultra is inspected several times throughout the manufacturing process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. Per the IFU, valve delivery: insert the loader into the sheath until the loader stops. Advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. Caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint for ¿frame ¿ damaged-during use¿ was confirmed based on the visual inspection of the returned device and provided imagery. No manufacturing nonconformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. The cause of the vascular injury is unknown, however may be due to patient factors (tortuosity, calcification) and/or procedural factors (device manipulation, excessive force). Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. See related report # 2015691-2020-12022.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Damage to the valve frame during use (e.g. During advancement through the sheath, tracking through the vasculature, or during attempts to cross the target site) will be identifiable on fluoroscopy. The system can be withdrawn and replaced with another system with minimal risk to the patient. In this case, during advancement of the commander delivery system into the esheath, a valve strut bent. Based on the pictures provided, the valve strut was bent in a manner that has the potential to cause serious injury. The device has not been returned at this time, the root cause of the event remains indeterminable. If the device is returned for evaluation a supplemental report will be submitted.

Event description:
As reported the physician had difficulty advancing the delivery system past the common femoral. It was noted that the difficultly was experienced shortly after the delivery system was inserted into the sheath. The physician pulled the sheath back and attempted to advance together which was successful except when the valve exited the sheath a stent strut was inverted. The valve was pulled back into sheath, new ds/sheath/valve prepped and procedure continued with a successful placement of valve. The rep thought that during the insertion and the back and forth movement of both sheath/valve ds, the strut got hung up on something.